Event description:
Baxter received a report from a pharmacist involving an automix 3+3/as compounder. According to the facility, the compounder experienced an issue where compounding stopping without "complete led". This event reportedly happened one time. The unit is being swapped. There was no patient involvement and therefore no patient impact or medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "stopping without complete led" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. Additional information: a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.